Event description:
Iol was removed and replaced without complication due to the patient's residual myopia and undesired visual outcome.

Manufacturer narrative:
The intraocular lens (iol) was received and measured. The diopter was confirmed to be correct as labeled. The result of our analysis reasonably suggests this is not a manufacturing related issue. The iol met all manufacturing specifications prior to release.